Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology (dilation). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted on anterior and septal position. Shortly after the release, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Second triclip was implanted adjacent to the detached clip to stabilize the slda. The final tr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.